Event description:
The pt was admitted for a procedure in 2008. It was noted that the mid right coronary artery had been previously treated with an unknown cypher stent and that there was now disease on the distal and proximal edge of this stent. It was also noted that the vessel was tortuous. A 2.5 x 13mm cypher stent was chosen to treat the distal right coronary artery. The stent delivery system was delivered without an resistance and the stent was inflated at 12 atm, however, when contrast was inflated, the stent was not seen. Therefore, an intravascular ultrasound was conducted and it was noted that the stent had migrated to the proximal edge of the stent that had been previously implanted. Therefore, the physician proceeded to treat the distal right coronary artery with a 3.5 x 13mm cypher stent and then used a 3.5 x 18mm cypher stent to treat the proximal right coronary artery, overlapping the stent that had migrated. The stents were post-dilated. It was noted that the product prepped properly and no anomalies were noted prior to use.

Manufacturer narrative:
The product was not returned for eval. A review of the manufacturing records indicated that this lot of products met quality requirements for product acceptance. This is one of two products involved with this adverse event in which associated manufacturer report number is 3003742446-2008-00188. Additional info will be submitted upon 30 days of receipt.